Event description:
It was reported that the closure device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45-day follow-up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that the closure device had shifted proximally and was no longer fully seated in the laa of the patient. The patient was not experiencing any complications or consequences as a result of this event. No intervention or treatment has been performed.